Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was report that the patient ipg implant site was not healing. As a result, surgical intervention was undertaken wherein the entire system was explanted that to address the issue. During the explant one of the leads broke and thus the fragments of the lead left implanted.